Event description:
The following has been reported: unable to charge when swapping out working charger bracket. Attached to this email are pumps and charger brackets with currently issues let me know when to turn the pumps on that need the logs to be collected from. All pumps have no patient harm and none of them stopped an active infusion. Confirmed with biomed that pump can't power on so cannot retrieve logs. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: electrical hardware failure (power train). An active infusion was not stopped. No adverse effects were reported. The pump was returned for investigation. It was discovered during internal investigation that this device shows signs of fluid ingress throughout the inside of the pump. Set ID seal appears intact as contamination at the seal does not cross over into the set ID. Additionally, it was found that there is a pinched wire at the bottom of the pump and also discover sticky residue on lip seals on all for loading pins. Also, the screw mounts for 3 screws on the front housing were all broken off. This report is being filed for the fluid ingress discovered during investigation. No further investigation required.